Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.